Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a severe skin reaction after wearing the pod primarily on the abdomen over an approximate two-week period. The patient reported dermatological symptoms at and beyond the infusion sites, including large red patches spreading across the body, bumps, itching, and localized skin warmth. In response to worsening symptoms, the patient removed the pod after approximately 12 hours in agreement with their diabetes nurse. Concurrent with the skin reaction, the patient experienced elevated blood glucose levels of approximately 14 mmol/l (252 mg/dl), which the patient attributed to either stress or the ongoing skin irritation. The patient sought medical attention on (B)(6) 2026 at (B)(6) and was prescribed tavegyl 1 mg. Prior to this, the patient had trialed pharmacy-recommended treatments and over-the-counter products without resolution. On (B)(6) 2026, the patient consulted with a diabetes nurse at the same medical center, and due to persistence and worsening of symptoms despite treatment, a decision was made to discontinue use of the omnipod system. The patient reported a possible diagnosis of adhesive-related allergy, with urticaria mentioned but not confirmed. The patient continued wearing the pod during initial medical management; however, due to lack of improvement, the patient discontinued use of the omnipod system and reverted to their previous insulin pump therapy.